Manufacturer narrative:
(B)(4). The device was returned to philips for testing and evaluation. The audio failure was confirmed. The speaker was replaced to resolve the issue.

Event description:
The customer reported that there was no audio being emitted from the mx40.